Event description:
A foley was placed after intubation while patient on the stretcher. The foley balloon was inflated and mild tension was briefly applied to ensure foley was secured in bladder. Patient was flipped from stretcher onto jackson-frame bed. As the rn was checking to ensure that the foley was free-hanging under the patient, she saw the foley slip out of the penis. Balloon was tested and found to not hold water. No trauma or bleeding noted to penis. Per doctor's direction, patient was flipped back onto stretcher and new foley inserted. Defective foley sent to materials management.